Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
The customer stated that his true result was reading low and has been for the past month, upon visiting his physician and re-doing his a1c the customer stated his a1c increased from 7.3 to 8.1. He attributes the increase to the low readings on the meter. The customer stated he dropped his insulin dosage from 50cc per unit to 30 cc per unit, based on the readings he was receiving from the true result meter. The customer states he was using a true track and the results he was getting were more accurate. The readings for this morning were 149mg/dl on the true track vs. 114mg/dl on the true result and stated the results from the track were closer than that of the true result. The customer states that his he is on a very strict diet and training regimen to control his diabetes. The customer did perform a control solution test and received a 49mg/dl which was within the range of 32-62mg/dl. Customer had no symptoms and no medical attention reported. Customer is concerned with: meter to meter comparison true result 114 (B)(6) 2016 08:00:00 am fasting. True track 149 (B)(6) 2016 08:00:00 am fasting. Expected results: 120-130mg/dl fasting: yes. Strip lot number: ps2277. Strip expiration date: 04/13/2018. Strip open date: undisclosed. Strip storage: yes, stored correctly. Control lot number: 5ac1b85. Control expected range: 32-62mg/dl. Control result: 49. Control expiration date: 07/31/2017. Control open date: (B)(6) 2016 yes, within date.